Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: needle hub cracked during use. A hematoma occurred in the patient's neck during the puncture. As a result, the puncture site was changed and a new set was used. The user could not confirm a connection between the hematoma and needle as the patient had a poor venous filling. The needle was disposed of by the user. The patient's current condition was reported as "still in ICU" due to a thoracotomy (unrelated to device).

Event description:
The complaint is reported as: needle hub cracked during use. A hematoma occurred in the patient's neck during the puncture. As a result, the puncture site was changed and a new set was used. The user could not confirm a connection between the hematoma and needle as the patient had a poor venous filling. The needle was disposed of by the user. The patient's current condition was reported as "still in ICU" due to a throacotomy (unrelated to device).

Manufacturer narrative:
(B)(4). The actual device was not returned. However, the customer provided two photos for evaluation. Both photos are of an introducer needle connected to an ars syringe. The photos revealed the hub had completely separated. This damage is consistent with a design issue seen in past complaints. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states the following: "do not use if package has been previously opened or damaged". The report of a separated needle hub was confirmed by the customer supplied photos. Visual examination of the photo revealed the hub had completely separated. A device history record review was performed, and no relevant findings were identified. Based on the photo provided, design caused or contributed to this event. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h.10.- correction is as follows: the actual device was not returned. However, the customer provided two photos for evaluation. Both photos are of an introducer needle connected to an ars syringe. The photos revealed the hub had completely separated. This damage is consistent with a design issue seen in past complaints. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states the following: "do not use if package has been previously opened or damaged". The report of a separated needle hub was confirmed by the customer supplied photos. Visual examination of the photo revealed the hub had completely separated. A device history record review was performed, and no relevant findings were identified. Based on the photo provided, design caused or contributed to this event. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: needle hub cracked during use. A hematoma occurred in the patient's neck during the puncture. As a result, the puncture site was changed and a new set was used. The user could not confirm a connection between the hematoma and needle as the patient had a poor venous filling. The needle was disposed of by the user. The patient's current condition was reported as "still in ICU" due to a throacotomy (unrelated to device).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for evaluation. Both photos are of an introducer needle connected to an ars syringe. The photos revealed the hub had completely separated. This damage is consistent with a design issue seen in past complaints. A device history record review was performed, and no relevant findings were identified. The report of a separated needle hub was confirmed by the returned photo. Visual examination of the photo revealed the hub had completely separated. A device history record review was performed, and no relevant findings were identified. Based on the photo provided, design caused or contributed to this event. Further investigation of this issue is being performed under a CAPA 192. Teleflex will continue to monitor and trend for reports of this nature.